Manufacturer narrative:
On (B)(6) 2014, during a routine review of service order findings from ikaria's regional service center (rsc) in the united states, an ikaria quality manager identified an issue with inomax dsir # ds20101250 that was similar to a device issue which occurred in the past and had been associated with a serious adverse event (B)(4). Evaluation summary: inomax dsir # (B)(4) was at the regional service center (rsc) in the united states for routine preventative maintenance. Review of service log confirms a delivery failure (df) alarm, with monitored no > absolute max of 100ppm. Service log also revealed a failed no cell alarm which immediately followed a failed low no cell calibration (cal) with low point: 2644 counts above maximum 655. Rsc investigation did not experience the df alarm at boot up, but did experience a failed no cell at boot up. Rsc replaced the no cell. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this incident was delivery failure - no cal low counts above maximum. This condition will be tracked and trended under ikaria's quality system. Case comment: 10/02/2014: although a device related adverse event was not reported nor was a device issue alleged when the device was returned to the company for routine product maintenance; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00022).

Event description:
Failed no sensor [device issue]. Case description: on (B)(6) 2014 during a routine review of service order findings from ikaria's regional service center (rsc) in the united states, an ikaria quality manager identified an issue of a delivery failure associated with no calibration (cal) low counts above maximum with inomax dsir # (B)(4) . Although the customer did not report a device deficiency or serious adverse event with this device, a delivery failure - no cal low counts above maximum (failed no sensor) in a similar device, was associated with a serious adverse event in the past, and is considered a reportable failure/event.